Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after opening a new package, the middle part of the vulcan wand was producing sparks, and an inspection revealed that the middle and upper parts of the plasma wand were broken and could not be used. It is unknown when the event took place, if there was patient involvement, if there was a back up device available or if there was a delay.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. This report was inadvertently submitted under manufacturer number ¿1643264¿, the correct manufacturer number is ¿3003604053.¿